Event description:
A patient reported blood glucose results of "85, 124, and 131 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter test strips, and control solution were replaced.